Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:654:0000. This condition had the potential to interrupt delivery. It reported that the event occurred upon power up while in biomed service. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a failure code of 550:320 was confirmed during product evaluation. The root cause was assigned to a faulty speaker harness. The speaker harness is part of the rear housing, so the rear housing was replaced in order to correct this condition.baxter has received similar reports for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.